Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call air bubbles anomaly. Customer reported via phone call 136 mg/dl. Troubleshooting for air bubbles was performed. Customer advised they received no delivery when filling the cannula due to air bubbles and they have wasted multiple infusion sets. Customer was advised replacement reservoir and infusion sets will be sent out and they agreed to return the products for analysis.